Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to very the customer's reported issue. Visual inspection revealed burned pins. The service technician scrapped the ac power adapter.

Event description:
The customer reported model palmtop ventilator revel ac power adapter has charred marks from connecting to lemo on ventilator.